Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting faster than expected. In addition, the pump battery increased to 100% quickly when plugged into charge. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was not impacted.